Event description:
The reporter stated that the patient complained of pain and swelling in the area in which the device was implanted. MRI shows a reactive effusion. The device was explanted and replaced with a titanium subtalar implant.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.